Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system couldn't boot up. The fse pressed the power on button to examine the host pc and found that there was no power. It was identified that the host pc's input was working properly but the power supply was found damaged. After further inspection, the fse found the cmos (complementary metal-oxide-semiconductor) battery on the pc motherboard to be defective. The fse replaced the cmos battery and reinstalled the pc's original power supply to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system failed to boot up successfully. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.